Event description:
It was reported that the foreign substance was found in the package. The hospital has not back up, so the surgeon used competing brand irrigation system, and the procedure was completed with no problem.

Event description:
The customer reported an infus-or pump was administering propofol, dosage unknown, to a female patient during a surgical procedure. In the middle of the procedure, the pump stopped infusing medication and alarmed. The customer does not know what alarm code was displayed. The anesthesiologist replaced pump and patient's surgical procedure continued. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). The device has been received for evaluation. The reported issue of pump stopped infusing was confirmed. Accuracy testing was performed and the pump was found to be out of specification. During the visual inspection, the technician found the syringe selector switch is not functioning correctly. The syringe selector switch was replaced and accuracy testing was performed. The test results found the pump to be within specifications. Pump has been returned to the customer.

Manufacturer narrative:
(B) (4) device has been received for evaluation. A follow-up report will be submitted when the evaluation has been performed.